Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a cardiac perforation noted of the left atrial appendage as indicated on angiography. It was noted that the cardiac technician explained that "the exact mechanism of injury was not clear except that it occurred during the procedure maneuvering the sheath." The case was aborted, and the patient was not under general anesthesia. The patient was sent to the operating room for emergent cardiac surgery to repair the perforation. It was later noted that the open cardiac surgery to repair the perforation was successful and that the patient was discharged home two weeks after surgery. No further patient complications have been reported as a result of this event.